Manufacturer narrative:
Although the doctor identified two (2) different lots associated with the cement setting up too quickly, he could not verify which lot was used on each patient; therefore, no lot numbers were identified in this report. The lots involved in the alleged incidents included lot numbers 4704821 and 4719936. The doctor made adjustment to the crown for tooth #2. The patient returned two (2) days later for occlusal adjustments; however, the patient experienced pain in tooth #2. On (B)(6) 2013, the doctor determined that the patient needed a root canal; the endodontist performed a root canal for the patient. The patient is scheduled for final cementation on (B)(6) 2013. To date, the patient is doing fine. The lot numbers 4704821 and 4719936 had been identified as affected lots of an ongoing maxcem elite recall; therefore, no further evaluations are necessary.

Event description:
A doctor's office alleged that the cement was setting up too quickly for two (2) patients that the crown could not be fully seated. This is the first of two (2) reports.